Event description:
An rn attempted to start an IV with a winged safety needle. The needle came out of the plastic sheath covering the needle and wasn't noticed until the rn pulled the introcan needle out of the patient.======================manufacturer response for IV safety catheter, introcan safety, winged======================manufacturer was contacted and arrangements were made to send product back for investigation.